Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that post procedure with the subject flow diverter stent the patient reported worsening headache requiring tylenol medication. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint. The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Event description:
It was reported that a stent assisted coiling procedure was performed in a patient to treat intracranial aneurysm in right ica ophthalmic c6 segment on (B)(6) 2021. Post procedure with the subject flow diverter stent the patient experienced "worsening headache" on (B)(6) 2021 which required tylenol medication. The patient recovered from the "worsening headache" on (B)(6) 2021. It is reported that the "worsening headache" is possibly related to the study procedure, the study device (subject flow diverter stent), the disease under study, and to an underlying condition or disease. The cec member has assessed the "worsening headache" to have a possible relationship to study device (subject flow diverter stent). No other information is available.